Event description:
After getting smooth textured allergan implants I've experienced increasing symptoms of body fatigue, brain fatigue, dry eye, dry mouth, joint pain, ibs, hair loss, chronic headaches and worsening depression and anxiety. Reference report: mw5120465.